Manufacturer narrative:
(B)(4). Additional information was requested but could not be obtained. This report will be updated should new details become available.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed in three segments approximately 13 cm and 34 cm from the is-1 terminal pin. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil approximately 31-32 cm from the is-1 terminal pin in addition to trilumen webbing damage in the same location. Evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an insulation breach. A revision procedure was performed wherein the lead was explanted and replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4).